Event description:
Patient called alleging that meter had several issues. The first issue was that the meter reads redo check. Customer service was unable to resolve the redo check message. The second issue patient had with the meter was that it powers off during use. Customer service was unable to resolve the power issue with the meter. Patient also mentioned that their meter reads inaccurately low. Patient had symptoms, which consisted of feeling shaky, weak and having blurry vision. Patient obtained a blood glucose of 69mg/dl. Patient did not seek medical attention or call md. Patient did not suffer a serious injury. Patient had been cleaning the meter incorrectly and customer service had patient clean the meter properly and do a check strip test and the check strip failed. Customer service was unable to resolve the issue and sent patient a new meter.